Event description:
A customer reported that they obtained imprecise sequential readings on their precision xtra meter using optium plus test strips. The customer reported readings of 4.7 mmol/l and 21.8 mmol/l within a ten minute timeframe. When plotted on a parkes error grid, the results fell into the "b" and "c" zones. Results in the "c" zone are deemed clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
(B)(4). The meter has been returned and tested. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.